Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had under delivery. The blood glucose level was 22.7 mmo/l at the time of incident. Customer treated with manual injection. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Insulin pump passed displacement test. Customer was assisted with high pressure test and found that bubbles were in the tubing. The drive support cap appears normal. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The product will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error. No bolus anomaly noted during testing. Device passed the delivery accuracy test.